Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the needle deployed early after removing the pod needle cap and prior to pressing ¿start" to activate the pod; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Event description:
It was reported by the patient that the needle deployed early after removing the pod needle cap and prior to pressing ¿start" to activate the pod; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. The device was returned and evaluated. No damages or defects were observed that would result in the needle deploying early. Although no problems were found, it could not be determined when the device deployed.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed.